Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate gauge was inaccurate. Customer removed the infusion set and after a short period of time, the fill estimate corrected itself. Insulin therapy was resumed. Customer also alleged pump was not delivering insulin properly. Customer delivered multiple boluses and blood glucose elevated (385 mg/dl). Manual injections were administered to address bg. Upon follow up, customer reported no further issues had occurred.